Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window. Unable to verify missing/partial display due to blank display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 314 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display returned; however, a partial display anomaly affecting the bottom of the screen occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.